Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device was no longer supported by physio and recommended that the unit be permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.